Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a left partial knee on medial procedure the components were planned for a 3 femur and a 4 tibia baseplate, the surgeon burred the bone and during trailing it was found that the 3 femur trial was too small. A 4 femur trial was placed in and fit well. The surgeon proceeded with the case using a 4 femur implant and achieved good clinical results. It is unknown why the 4 femur ended up fitting when the femur was planned as a 3. Pka case delayed more than 10 minutes. A file with the name (B)(6) has been shared with complaints on the share drive.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding trial not fitting involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 345 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding femoral trial not fitting. There were only 3 other reported events (B)(4). Conclusion: after reviewing the log, multiple factors were found that could contribute to inaccurate resection. Rio registration value, although within the acceptable range, had verification values that were high. The check point values for the femur were also high and within warning range. During bone prep on call checkpoints to enter cutting page for the femur were not within passing range initially. The logs show rio registration was reperformed and afterwards the tool checkpoint passed. The femur checkpoint however was within the warning range. There were multiple velocity traps throughout the case and well as hardware errors including index errors and joint angle errors. These errors can all contribute to inaccurate resection. It is likely that the error in cutting was due to the robot calibration being out of spec as suggested by the hardware errors that were captured in the logs. This would also be suggested by the overall high values being recorded in rio registration.

Event description:
During a left partial knee on medial procedure the components were planned for a 3 femur and a 4 tibia baseplate, the surgeon burred the bone and during trialing it was found that the 3 femur trial was too small. A 4 femur trial was placed in and fit well. The surgeon proceeded with the case using a 4 femur implant and acheived good clinical results. It is unknown why the 4 femur ended up fitting when the femur was planned as a 3. Pka case delayed more than 10 minutes. A file with the name (B)(4).